Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a concern with the monopolar hook (cev230-1). There was no electric conductivity between the cable and the hook even when the cable was changed. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Additional information received: it was reported that the device was in contact with a patient; however, no injury or surgical delay occurred. H3 other text: investigation is pending.

Event description:
N/a.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The monopolar hook (cev230-1) was returned to the service and repair depot: failure analysis: evaluation of the hook verified the complaint as valid. The test of electrical continuity was compliant to our specifications when used with a microfrance cable. However, this test was not compliant when using the customer¿s cable. When moving this cable, there was not a constant electrical continuity. Root cause analysis: the investigation did not highlight any manufacturing defect. The reported failure/issue was due to the use of an incompatible cable with the device. At present, we consider this complaint to be closed.

Event description:
N/a.